Event description:
It was reported that during a ptca procedure it was not possible to position the catheter over the guide wire. Reportedly, after some pushing without moving the wire, it was noted that the tip of the catheter had broken away but was still on the wire. The catheter and the separated tip were retrieved. There was reportedly no pt injury.